Event description:
It is alleged that the bur guard melted during a procedure, and caused a burn injury to the pt. The health care professional alleges that silvadene ointment was prescribed for the pt.

Manufacturer narrative:
The bur guard was not available for investigation. The core impaction drill handpiece was inspected. The nose of handpiece had scratches and a piece or circular plastic stuck to the cone. The bur guard is intended to be seated, so the tabs on the guard rest on the ledge of the handpiece. When the guard is pressed too far down the distal end of the handpiece, the tabs will go beyond the ledge and the inner neck down portion of the guard contacts the nose cone. When the handpiece is in use, the contact may overheat very quickly.